Event description:
Ous MDR - at m6, intermittent cross-talk with fv classification was noted with and aborted shock. There was no inappropriate therapy. This device remains actively implanted.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular ICD as well as on the returned home monitoring data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned home monitoring data have been analyzed. During the inspection of the available iegm's an increasing sensing of atrial signals in the right ventricular channel was observed, leading to the detection of vf and a subsequent charging cycle without therapy delivery. The analysis of the lead demonstrated deformations of the fixation helix and of the distal shock coil. Mechanical forces during the explantation procedure should be taken into consideration. In the course of the analysis, no deviations were found, which might be related to the clinical observation. In summary, the ICD was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data confirmed the clinical observation. A determination of the root cause of the oversensing in the ventricular channel is not possible, based on the available data.